Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis described as an ¿unknown infection¿ (no further detail). The cause of the event was not reported. On the same day as the receipt of this report, the pd home patient received a call from their nurse instructing them to go to the medical health center for an unspecified injection due to the event. No further details were provided regarding whether the patient was hospitalized or regarding the patient¿s outcome. It was not reported if pd therapy was ongoing. No additional information is available.